Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events fluid retention, fluid overload and subsequent pulmonary edema, which warranted hospitalization. Per the pdrn, the events were caused by the patient¿s sole use of 1.5% dextrose solution, which led to fluid retention, fluid overload and pulmonary edema. Fluid overload is a common and often preventable process. Factors such as an inappropriate pd prescription can be a contributing factor in the patient¿s development of fluid retention/overload and pulmonary edema. Based on the information available, the liberty select cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius product or device deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy was hospitalized for ¿water in their lungs.¿ during follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported they were unaware of the patient experiencing any symptoms prior to hospitalization. The pdrn confirmed the patient was hospitalized for four days, due to fluid overload and subsequent pulmonary edema. The cause of the events was attributed to the patient¿s usage of 1.5% dextrose, which caused fluid retention. The patient continued to undergo ccpd therapy while hospitalized, utilizing the hospital¿s equipment (specifics not provided). The patient was discharged and has reportedly recovered from the events. The pdrn reported the patient continues to utilize the same liberty select cycler as before the events occurred. The nephrologist changed the patient¿s ccpd prescription from utilizing 1.5% dextrose solution to 2.5% dextrose solution due to these events. The pdrn reported the patient¿s pd treatment records were reviewed, and there was no evidence of a drain volume exceeding the 180% criteria.